Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.5, lab: 3.8. All testing occurred within one hour of one another. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.5, lab: 3.8, mean: 2.65, confidence limits: 1.7 - 3.8, result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for prothrombin time/inr testing. Further testing required. Pt condition could affect test result but detail info was not available. No product associated with the complaint is expected for return. Root cause could be determined with the info customer provided. In-house retained strip testing on reported lot #237433 was completed on (B)(6) 2011. Results as follows: donor: #1 inratio: 1.8, inratio: 1.8, inratio: 1.8, ref: 1.62, bias threshold: 1.12 - 2.12. Donor: #2, 2.3, 2.3, 2.5, 2.10, 1.10 - 03.10. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.